Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 270 mg/dl and the sensor glucose was 200 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer stated that her pump suspended and her sensor glucose was in the 50's mg/dl while her blood glucose was 115 mg/dl. The customer also mentioned skin irritation. The sensor will be returned for analysis.